Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Both condyles exhibit wear, and there is slight gouging damage to the edge of the lateral condyle. There is also what appears to be slight cold flow of inferior side of the insert into the screw holes of the baseplate. The device history records indicate that the device was manufactured and packaged to specification.

Event description:
It is reported that the pt was presented with pain in the tibia. X-ray examination indicated that there was a periprosthetic cyst around the screws securing the porous baseplate to the tibia. The patient was revised in 2005, by pulling out the screws, tibia baseplate and tibial insert and reimplanting a cementless primary tibia baseplate with screws, bone graft substitute, and tibial insert. The date of the original implant surgery is unknown.